Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. 3006705815-2019-01601. It was reported that the patient's scs leads had migrated. Surgical intervention may be pending to address the issue.